Event description:
It was reported that the customer had a air bubbles in the reservoir. The customer blood glucose level was between 300 and 500 mg/dl, which she treats with the insulin pump and a set change. Troubleshooting was performed and the set will be replaced. The customer most current blood glucose level was 188 mg/dl. No further information was provided.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
The failure analysis results provided with the initial report were incorrect. The correct information has been provided with this report.evaluated one opened/used reservoir; performed testing and reservoir passed per specification. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. No air bubbles were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.